Event description:
The clinician reports the implant was inserted 2021-10-27 in ada 6. On 2023-08-29, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.